Manufacturer narrative:
On (B)(6) 2022 the customer returned device for an alleged pump damage and battery does not last long. Device monitored for a day. Device received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Device passed displacement test and self-test. Device passed off no power test. No low battery alarm during testing. Device history download using thds was successful however, on (B)(6) 2022 there is no alarm reports event date noted. The following were noted during visual inspection: broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, broken belt clip slot and broken battery tube threads. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No charge/battery anomalies noted. No unexpected low battery alarm anomalies noted. Low battery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump retainer ring was damaged and battery doesn't last long. Customer noticed crack at the reservoir area. Reservoir was able to lock in place. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue the use of the device.